Event description:
It was reported that the 9600 system had a physicist discrepancy of the maximum dose rate was greater than 20r/minute. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The maximum dose rate was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.